Event description:
8/6/97: temp 98.7. 8/7/97 temp 99.7. 8/8/97 pt called c/o temp 101-103 admitted thru ER. R/o acute pyelonephritis e/o post a brutal endometritis. Discharged 7/11/97. Records for hospital not available.